Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that during revision surgery involving extension of anterior and posterior spinal fusion, the tip of the screwdriver broke off inside head of a pedicle screw upon insertion. Surgery was not affected. However, the broken tip could not be removed and it remains within the head of the implanted screw, covered by a rod and set screw. Surgery was completed.

Manufacturer narrative:
Examination of the returned expedium quick connect polyaxial screwdriver noted that the tip had broken off of the instrument. No other defects were observed with this instrument. Scanning electron microscopy revealed plastic deformation at the hexlobes and torsional shear markings at the center in a circular pattern. The plastic deformation indicates a torsional overload which suggests the driver underwent a static failure due to shear torsional overloading while tightening. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. A 12 month review of the complaint trend analysis for the product code found no system trend. The root cause for the tip breaking cannot be positively identified. However, examination of the fractured surface revealed plastic deformation at the hexlobes and torsional shear markings at the center in a circular pattern. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systemic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.